Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 11/004/003 (less than 2.0 volts on lithium battery) service alarm code. On an unspecified date and time, the device was programmed to deliver in the intermittent mode an unspecified antibiotic with a dose frequency of every 4 hours. No further programming parameters were provided. After an unspecified length of time, the patient reported a 11/004/003 (less than 2.0 volts on lithium battery) service alarm code. At that time, the patient contacted the on call nurse via telephone. The patient was instructed to power the device off and back on to clear the alarm and then the delivery was resumed. At that time, the patient reported the display indicated "infused 105.1 mg, next dose 3:30 am, kvo 1.8 ml/hr" and that 1/4 of the medication was remaining in the container. The patient reported the homecare nurse would be coming to the home to change the container at 1000. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided, including if the device was removed from clinical use.